Event description:
The physician reported that the pt was not getting any relief after having a pump implant, about 2 months ago. At the first refill, a volume discrepancy was noted. The expected residual volume was 6 ml and the actual residual volume was 35 ml. The pump's drug concentration was increased and the delivery rate was decreased. The plan was to monitor the pt and re-check the pump volumes to evaluate for another volume discrepancy. The medications being delivered via the device system were fentanyl and demerol. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).